Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a coronary interventional procedure. Reportedly, the physician experienced resistance during thumb advancement and pulled the device out of the artery, to remove it from the patient. The physician did not use the safety release mechanism prior to device removal. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The starclose se instructions for use under precautions states: do not deploy the clip in areas of calcified plaque. Device (B)(4) - incorrect sheath size. The starclose se device is designed for use in conjunction with 5f - 6 fr sheath sizes. Device (B)(4) - incorrect device removal. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.